Event description:
International customer reported that a pt presented with a recurrent hernia at an unspecified time following an initial repair. The pt was returned to surgery for repair. The surgeon reports that the mesh had torn in the middle. No further info was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.